Manufacturer narrative:
Additional information was received on (B)(6) 2024. It was reported that a smartablate pump was used. Therefore, the concomitant product section was updated. Additional clarification was also received. It was reported that the extension fluid line came out of the catheter during catheter manipulations. They realized this when they wanted to start ablation. The physician was not aware of it. It was realized when they could not give ablation because of the temperature. They retracted the catheter from the right ventricular outflow tract (rvot) and took it out, reconnected the flush set to the catheter and flushed the fluid. There was no obstruction or clot in the catheter. They slowed the flush and started the ablation to complete the procedure. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. On (B)(6) 2024, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31110216l and no internal action related to the complaint was found during the review. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt)¿ right ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the catheter was blocked. During the procedure, they were mapping the right ventricular outflow tract and when they were looking for an early ventricular electrical storm (ves) procedure, the physician did too much catheter manipulation and the flow connection was not tightened, and it dislodged. They realized it a little late and the biosense webster inc. (Bwi) representative was in the control room. Afterwards, they realized that the catheter was blocked, and even though they flushed it, the blockage did not open. They replaced the catheter with a new one and they ablated the early area and left the procedure without complications. The procedure was successfully completed. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31110216l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt)¿ right ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the catheter was blocked. During the procedure, they were mapping the right ventricular outflow tract and when they were looking for an early ventricular electrical storm (ves) procedure, the physician did too much catheter manipulation and the flow connection was not tightened, and it dislodged. They realized it a little late and the biosense webster inc. (Bwi) representative was in the control room. Afterwards, they realized that the catheter was blocked, and even though they flushed it, the blockage did not open. They replaced the catheter with a new one and they ablated the early area and left the procedure without complications. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).